Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds, loss of capture and had a dislodgement. The lead was attempted to be repositioned but the stylet could not be passed through a kink that was observed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.